Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551267, expiration date 07/31/2011). (B)(4).

Event description:
Customer reportedly received result of 370 mg/dl on advantage system 1, result of 170 mg/dl on advantage system 2, and a result of 172 mg/dl on advantage system 3 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.